Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the strike plate of the device has fractured from the shaft. The strike plate has impact marks on the top and the shaft has multiple impact marks. Device was submitted for further analysis. Analysis determined the features of this fracture surface and mode align with those reported in zrm_wa_0493_18 summary of failure analysis of shoulder impactor threaded strike-plates. The type of fracture indicated in the zrm is a fast-brittle type tensile/bending overload. Xrf analysis confirmed the strike plate material to be consistent with 17-4 stainless steel alloy. Root cause remains as undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further review determined that there has been no serious injury reported for this malfunction. This event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Prdouct not returned.

Event description:
It was reported that the instrument fractured during impaction.